Event description:
It was reported that the programmer stopped the pump, and had to be rebooted and error code cleared. There was no indication of product defect and there was no patient harm reported. It was unclear if there was an issue with the programmer, but the healthcare provider requested to have it replaced. It was noted that the issue happened on the update of the pump. No other additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840, serial#: (B)(4), product type: programmer, physician. (B)(4).